Manufacturer narrative:
(B)(4) the visual inspection of the returned product showed strong signs contamination and usage. Missing parts or design irregularities could not be found. The inspection of the control cuffs and the 2-way stop cock did not reveal any irregularities. Closer examination of the shaft revealed heavy signs of wear and a partially damaged pva-coating at the distal area. A device history record (DHR) review was conducted on lot 16221 and no issues that could have contributed to the reported event were identified. Based on the investigation performed, no manufacturing related root cause could be identified. During the manufacturing process, a number of in-process controls are carried out. It is likely that the issue was caused by improper usage of the device.

Event description:
The customer alleges that the outer surface of the tube disintegrates. The material separated around the tube. Surgical procedure was a laser excision of the left ventricular band. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the outer surface of the tube disintegrates. The material separated around the tube. Surgical procedure was a laser excision of the left ventricular band. The patient's condition is reported as fine.